Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd of no audible alarm tone. During routine preventative maintenance testing by the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.